Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the microcatheter used had been fractured at the strain relief. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added the subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. There are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, there were no anomalies noted to the device prior to use and the device was prepared as per the dfu. The patients anatomy was moderately tortuous. Resistance was noted during the first pull of the device. It is probable that the device was damaged during advancement through the patients anatomy causing resistance and breakage of the device during retraction of the device. An assignable cause of procedural factors will be assigned to the reported complaint, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure the microcatheter used had been fractured at the strain relief. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure the microcatheter used had been fractured at the strain relief. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D1 - updated catalog number identified incorrect device. Updated supplemental to indicate correct device associated with complaint.